Event description:
It was generally stated that the pk papyrus covered stent system is less effective at sealing perforations than other devices. No further information was provided.

Manufacturer narrative:
Only the product name (i.e. No size, no lot, no ref) and a general event description was provided. No event date was reported. The affected device was not returned. Images such as angiographies or ivus records could also not be obtained. Therefore, no complaint investigation could be performed. The information provided by the hospital was not sufficient to establish whether a device deficiency or a deviation from the manufacturing process could be the cause for this event. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.